Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly read inaccurately high, however the exact results were not specified, the readings were 60 points off and performed within 30 minutes of each other. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510(k)# is k082590.